Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two unspecified mentor gel implants. Post-operatively, the patient chose to removed the implants because of the dangers of breakage and leakage of silicone into the body. The patient had an MRI confirming that the implants were intact upon removal on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 31, 2023, mentor received additional information indicating that the patient actually suffered the following symptoms: breast pain, joint pain. H6 health effect - clinical code e2402: generalized illness.